Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. (869780,b69760) notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge."), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches,"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"), 2 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, vaginal discharge, menorrhagia, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, dysmenorrhoea, headache, migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 patient received for treatments for pain, bleeding, bladder/urinary prob and unknown for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: - fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. - negative for malignancy gross description : endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Lot numbers reported 869780 and b69760 are not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event bladder problems, urinary problems were added. Outcome of the events pelvic pain, vaginal infection and vaginal discharge were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. (869780,b69760) -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge."), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches,"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"), 2 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, vaginal discharge, menorrhagia, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, dysmenorrhoea, headache, migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in date of insertion- (B)(6) 2011. Patient received for treatments for pain, bleeding, bladder/urinary prob and unknown for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. Negative for malignancy gross description: endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Lot numbers reported 869780 and b69760 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. (869780,b69760) notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge."), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches,"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"), 2 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal infection, vaginal discharge, menorrhagia, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, infection, dysmenorrhoea, headache, migraine, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Patient received for treatments for pain, bleeding, bladder/urinary prob and unknown for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: - fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. - negative for malignancy gross description : endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Lot numbers reported 869780 and b69760 are not valid. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: event bladder problems, urinary problems were added. Outcome of the events pelvic pain, vaginal infection and vaginal discharge were updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. 869780-invalid,b69760-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge."), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches,"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"), 2 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal infection, vaginal discharge, dysmenorrhoea, headache, migraine, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: - fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. - negative for malignancy gross description : endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Lot numbers reported 869780 and b69760 are invalid. Most recent follow-up information incorporated above includes: on 1-jun-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 35-year-old female patient who had essure (batch no. 869780-invalid, b69760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. Concomitant products included medroxyprogesterone acetate (depo provera) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge."), dysmenorrhoea ("dysmenorrhea (cramping),"), headache ("headaches,"), migraine ("migraines"), depression ("depression") and anxiety ("mental anguish"), 2 months 14 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/excessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal infection, vaginal discharge, dysmenorrhoea, headache, migraine, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: - fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. - negative for malignancy gross description endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal infection, migraines, headaches, depression, mental anguish, vaginal discharge were added. Outcome of pelvic pain updated to recovering / resolving. New reporter, height, concomitant and treatment drug were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. 869780) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, ovarian cyst, chronic cervicitis, adenomyosis, post-traumatic stress disorder in (B)(6) 2012, candidiasis genital (candidiasis of vulva and vagina) on (B)(6) 2017, pap smear abnormal in 2000 and loop electrosurgical excision procedure in 2000. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: - fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. - negative for malignancy gross description endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded.. Most recent follow-up information incorporated above includes: on 14-may-2019: mr received: lot number, medical history, historical drug, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. 869780-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval candida (candidiasis of vulva and vagina) on (B)(6) 2017, post-traumatic stress disorder in (B)(6) 2012, pap smear abnormal in 2000, loop electrosurgical excision procedure in 2000, uterine bleeding, ovarian cyst, chronic cervicitis and adenomyosis. Previously administered products included for an unreported indication: iron in 2000, florajen and sprintec. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (total laparoscopic robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2018: diagnosis: endometrium, biopsy: fragments of proliferative endometrium having simple hyperplasia without atypia and patchy tubal metaplasia. Negative for malignancy. Gross description: endometrial bx is 2.6 x 1.8 x 0.2 cm. Hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.